Manufacturer narrative:
(B)(4). A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The device history record was reviewed showed that there were no issues related to functional issues on the corrugated component involved in this complaint (B)(4) (corr-a-flex tubing,100 ft roll) batch #(B)(4) during the manufacture of the material. No corrective action can be established at this moment since the device sample or pictures are not available for evaluation. Customer complaint cannot be confirmed based only on the information provided, to perform a proper investigation and determine the source of defect reported it is necessary to evaluate the sample involved in this complaint. If the device sample becomes available at a later date this complaint will be re-opened.

Event description:
The customer alleges that the tubing (used as a circuit) has micro holes causing a ventilator check failure. No patient injury or harm. The alleged issue detected during the pre-testing.

Manufacturer narrative:
(B)(4). One unit of catalog number 1680 (corr-a-flex tubing, 100 ft roll), cut into four parts (1a, 1b, 2a and 2b), was received for analysis. A visual exam was performed and a tear was found in sample 2a. No other issues were observed. A dimensional inspection was performed in order to assure that the diameters and wall thickness of the components met specification. No issues were found. Leak testing was also performed on all pieces and all passed, except for sample 2a. As an additional test all tubes were submerged under water to verify if a leak was present. The only sample that exhibited leaking was 2a. Based on the sample provided and investigation performed, it was concluded that only one section of tube from the four received was leaking. The leak was due to a tear located at the body of the tube, no other issues such as micro pin holes (as stated on the complaint) were detected either visually or functionally. Since the samples were not received in the original packaging, and were already manipulated by the customer (original product is 100 ft long, and these samples were cut into sections), the defect cannot be confirmed as manufacturing related. Other remarks: although the complaint was not confirmed, personnel involved in the manufacturing of this product have been notified of the event and a containment action has taken place at the manufacturing site in order to detect similar issues during the extrusion of the tube. A 100% pin hole detector has been installed at the output of the extruder machine since august 31, 2015. This equipment is capable of detecting any pinholes, tears, or any other damage on the body of the tube that could lead to a leak.

Event description:
The customer alleges that the tubing (used as a circuit) has micro holes causing a ventilator check failure. No patient injury or harm. The alleged issue detected during the pre-testing.